Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported error message on the aia-360 analyzer. The fse was able to confirm the error message on the error log. The fse reproduced the error message by attempting to start a run. The fse proceeded to remove the covers and found two (2) tie wraps at the top of the black cable harnesses on the sampling arm. The fse removed the tie wraps and verified that the large black cable assemblies at the top of the sampler assembly were not rubbing on the front rounded cover. The fse then verified that the theta home sensor connection was tight. The fse performed a test run and verified that the theta motor was operating normally; no error message occurred during the run. The fse verified proper pipetting position and ran daily check without any issues. The fse ran customer-prepared qc with values within package insert specifications. The aia-360 analyzer was operating within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were two (2) similar events reported during the search period, which includes this event. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4029 spec.t-axis home not found description: the home position of the specimen 0-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to two (2) tie wraps on top of the wiring harnesses on the sampling arm. The source of the tie wraps could not be determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message "4029 spec.t-axis home not found" on the aia-360 analyzer. The customer stated that daily check was completed without errors, but when quality controls (qc) were running the error message reoccurred. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.